Event description:
Lap hysterectomy - "during the surgery, the doctor found what looks like a piece of paper. No one saw the product fall out of a trocar, they assume it came from the trocar. The foreign object was sent to the lab for analysis and sent back to (B)(6) in operating room so I could send to you. Below is the list of trocars used. Cff03 - # 1184727. Cfs02 - 1186768, cff33 - 1184740. The patient did have surgery in the past by the same surgeon. I will send the foreign body to you for analysis." Patient status: patient is doing well.

Manufacturer narrative:
Ra has just received the foreign object and has been assigned to engineering for analysis. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.